Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation results and the legal manufacturer's final investigation. Additionally, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes. (H4) device manufacturer date was added. The device was returned to olympus for inspection, and the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged power switch could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the maintenance unit power switch was broken, and the metal parts of the power circuit (switch electrodes/ harness and so on) were exposed. The issue was found before the procedure. The procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.